Event description:
It was reported that when using the bd pyxis¿ es server, the patients and orders were not crossing over to the pyxis system. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the patients and orders were not crossing over to the pyxis system. A technical support specialist (tss) remotely accessed the enterprise server and reviewed system health indicators, identifying that devices were in a critical override state and that there was a delay in pharmacy orders from the external electronic medical record system. The tss performed database checks and confirmed that inbound message processing was delayed and still active, indicating that patient and order messages had not been fully processed. The tss reviewed message flow and verified that messages were being received but not processed successfully, which supported the presence of an ongoing delay condition. The tss updated the case details and reassigned the issue to the appropriate interface team for further investigation. The tss then reviewed data from the communication server and confirmed that messages had been crossing over during the affected timeframe but noted that no sample patient or order details were available for tracing. The tss advised reviewing delay notification settings within the system and coordinated reassignment of the case for continued analysis. The tss later reviewed additional information provided by the user, including temporary patient workarounds and device naming adjustments made to support communication with the electronic medical record system. The tss identified that a unit blocking rule in the system was preventing certain patient admission messages from being processed. The tss communicated with the user, gathered required details, and updated the system configuration by removing the blocking condition. The tss advised resending the affected patient messages for proper processing, after which the issue was resolved and the case was closed. The system functioned as intended after technical support specialist troubleshot the device.